Manufacturer narrative:
(B)(4). Concomitant medical product: catalog #: 141491, offset tibial tray, lot # 831250. Catalog #: 141762, biomet tibial block, lot # 008840. Catalog #: 141762, biomet tibial block, lot # 262340. Catalog #: 185022, vanguard ssk tibial bearing, lot # 600890. Catalog #: 184122, vanguard distal femoral augment, lot # 733060. Catalog #: 184102, vanguard distal femoral augment, lot # 287050. Catalog #: 183322, vanguard ssk interlocking femoral, lot # 538890. Catalog #: 141652, biomet splined knee stem, lot # 664880. Catalog #: 141612, biomet splined knee stem, lot # 736620. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported via the medical records from legal counsel that the patient felt a pop and increased pain. Subsequently they had a revision due to the failure of the locking screw for the femoral component and stem approximately 4 months ago. There was no poly damage.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed via x-rays. Device history record was reviewed and no discrepancies were found. X-rays indicate all components in proper position however there is a failed screw. Operative finding indicate the screw failed without obvious breakage. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.